Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Date of event and patient information were not provided. Further information will be requested.

Event description:
A customer reported that the v60 seemed to not sense the patient back on the ventilator and remained in standby mode. A patient was being ventilated on a v60 and was taken off for a drink. It was reported that just the mask was taken off the patient and the device was not touched and it alarmed appropriately. Within 15 minutes the patient appeared desaturated when the respiratory therapist responded to a pulse oximetry alarm. The patient was found with the mask on and the v60 in standby mode. No patient harm was reported.

Manufacturer narrative:
On (B)(6) 2018, a female patient with chronic obstructive pulmonary disease, breast cancer, hypertension, congestive heart failure, respiratory failure was being treated on a v60 ventilator when she was found with decreased saturations. The v60 was in standby mode and the patient was not receiving any ventilation support. No medical intervention was required and the patient fully recovered from the desaturation. During follow-up it was reported that the patient was very frail and a few days later was placed on hospice care and died. The patient's death was reported as not related to the v60 ventilator and related to her comorbid medical conditions. A philips' field service engineer (fse) assessed the device. The fse was able to confirm that if no breathing is taking place during standby mode, the ventilator will not kick back into normal ventilation mode. The fse tried different breathing and mask placement to exit standby. If there are leaks in the mask, standby mode will not switch over to normal ventilation mode. If respiration is very shallow, almost non-existent, standby mode will not switch over. The fse was able to confirm with the customer that for the patient event reported, either the mask placement was not making full contact or the patient was not capable of breaths to trigger normal ventilation mode. Standby will only turn on if activated. If the patient removes the mask in normal ventilation mode, alarms will sound until the mask is placed back on the patient or if the nurse activates standby mode. The fse ran full performance testing and all tests passed.